Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation and was recovering at the time. Additional information was provided by the physician, who reported that on the first postoperative day, the patient had intraocular inflammation. On the fourth postoperative day the patient experienced blurry vision, eye pain and was diagnosed with an intraocular infection. The patient has been diagnosed with endophthalmitis. The event resulted in a clinically significant visual change. A vitrectomy and an anterior chamber wash out. The intervention was effective and the outcome is improving (bacteria well controlled, no inflammation in the eye). Hypertension was reported as another contributing factor to this event.